Event description:
The report indicated that the user experienced continuously high bg's (336-431mg/dl) over a six hour period. A kink was seen in the cannula. Though no pod alarm was initiated. Correction boluses were delivered nearly hourly in a attempt to lower his bg's but were unsuccessful. His levels successfully lowered once a manual insulin injection was administered. The pod will be returned for evaluation.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.